Event description:
The pump was returned for investigation. Investigation revealed that during a load step attempt, the piston did not stop and the pump did not detect the cartridge. This report is made based on results of investigation completed on (B)(4) 2012.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2012, with the following findings: the black box review shows no evidence of load step malfunction warnings. The pump boots up successfully. During a load step attempt, the piston did not stop and the pump did not detect the cartridge. The u4 component observed to be misaligned on the pcb. Device history record review was conducted on (B)(4) 2012, with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).